Event description:
It was reported that a malfunction in a tandem pump occurred, identified by the caller using the malfunction code "199," which indicates a pump issue. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if the issue arises again, which they acknowledged and understood.